Event description:
The customer reported to olympus that during an unspecified diagnostic procedure the gastrointestinal videoscope water flowed without engaging the air/water valve (water feeding did not stop). The customer changed every air/water button, but it still came out. The event was found at preparation for use. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During testing and inspection of the returned device, the nozzle was found to be clogged with foreign material, which has been attributed to insufficient or incorrect reprocessing of the device. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customer's reported issue was confirmed. During the evaluation, it was determined that foreign material had clogged the inside of the nozzle. Additionally, the evaluation revealed the following findings: air/water channel leaked; cut on switch (#1); scratch on switch (#2,3); low angulation; loose control knob; labels peeled; distal end plastic cover dented and scratched; peeled glue on objective lens; light guide lens peeled glue and edge chip; bending section cover cracked on both sides; insertion tube scratched; and light guide tube scratched. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from air/water channel. The root cause of this event was unable to be identified. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.